Event description:
The telemetry strip provided indicated that a (B)(6) study was done (B)(6) 2012 and was normal. The pump was examined on (B)(6) 2014 and eri (elective replacement indicator) was less than 1 month. The pump was delivering hydromorphone. A note was added on (B)(6) 2014 indicating that the patient was seeing a gi (gastrointestinal specialist) on (B)(6) 2014. The pump was alarming. The patient was told that she had 2 months for a replacement and at that time the patient did not want the pump out. The patient was going to call if she needed the alarm turned off. On (B)(6) 2014, it was reported that the patient was scheduled for pump replacement on (B)(6) 2014. The surgery was canceled on that day due to the patient having nausea and vomiting. The patient expired the next day. The patient¿s cause of death was unknown. The pump managing physician stated that the patient¿s death was not device related. The physician stated that the patient had ¿many underlying health issues¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# serial# (B)(4) implanted: (B)(6) 2007, product type: catheter. (B)(4).